Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with two sensors; one sensor was broken and the other was stuck in the serter. The customer's blood glucose at the time of sensor break is unknown. No products were returned and both sensors were replaced.